Event description:
During surgery when surgeon was drilling a hole in the acetabular shell, the drill bit broke. All pieces were recovered. The surgeon had another drill bit on hand which was used to complete the surgery. There was a short delay in surgery, approximately 90 seconds. The surgery was completed successfully. The instrumentation is being sent back to (B)(4).

Manufacturer narrative:
(B)(4), the manufacturer of the instrument involved in this complaint, provided a document review on 29 june 2016, and commented as follows: this lot was released on 22nd september 2014. The number of pieces released was (B)(4). All steps, according to our routing sheet and related drawing, have been performed correctly as well as the dimensional and functional controls. This is the 2nd complaint we have received for this batch (14h8258). The piece of the first complaint is now here, under analysis. There aren't non conformity elements in the documental review. We wait the arrival of the damaged device to perform metallographic analysis to identify the causes of this breakage. On 11 july 2016 the (B)(4) r&d project manager performed a preliminary investigation based on the image of the broken item and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use. Not yet inspected.

Manufacturer narrative:
Visual inspection received on 21.oct.2016 from the manufacturer: we have already received complaints for this code. The dimensions of the device are conform to applicable specification. The rupture was analyzed at the microscope and there aren't signs of cracks on the material. Conclusion: we suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage. Considering that this is not the first time that this type of device breaks, hpf finalized a project to get the drill stronger, improving the drill's core thickness.